Event description:
It was reported impedance values were >3600 ohms on all combinations between electrodes 0-3. Group impedances using those electrodes were also >3600 ohms. Electrodes 8-13 were all within normal range. The high impedance values were obtained during a revision of the lead the lead had been replaced due to high impedance values obtained prior to the revision. Additional info received clarified the pt had been scheduled for a lead revision due to high impedance and painful stimulation. It was unclear when the symptoms began. The pt was unwilling to allow any adjustment prior to the revision surgery. The stimulation was reportedly painful when the amplitude was increased and it was not covering the correct areas of pain. The surgeon replaced the lead and connected it to the existing extension and device. Impedance values were still high. The physician decided to wake the pt and evaluate stimulation. It was decided to keep the extension and program around the issue. After programming, the pt had good stimulation and appropriate coverage.